Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: evaluation revealed that revealed multiple cracks in the battery compartment. Evaluation also revealed a dim display with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. Evaluation also revealed a dim display with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 20-dec-2017.